Event description:
It was reported that a lead was explanted on reported event date with no product allegation issue. It was noted no diagnostic testing or no troubleshooting were required. It was noted that a programmer with no alleged product issue was reported. The device was not an implantable device. It was noted no diagnostic testing or no troubleshooting were required. It was noted that the stimulator was explanted on the day of reported event due to an infection at the pocket site. It was reported that the pocket site was not healing. Antibiotics had not worked for the patient and they were removing the entire device. The patient was noted as alive with no injury the day of reported event. The patient had drainage/incisional wound opening at pocket site. It was reported that a culture was taken from the pocket site and not specified organism cultured. It was reported that the therapy worked very well for the patient. The patient would like the device reimplanted once healed. The patient had a history of (B)(6).

Event description:
Additional information received reported that the infection had cleared and the patient will be ¿rein planted¿ in the spring. The results of the culture was dermis.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0dy3y, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).